Event description:
It was reported that the ventilator had a turbine overheat issue. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was inspected on site by a field service engineer (fse) due to alarm regarding turbine overheating. The turbine module was found to be defective, and the fse resolved the reported failure by replacing it. It then passed all functional and safety tests and was released for clinical use. This can't be confirmed due the lacks of logs. The turbine generates the inspiratory air gas flow and pressure from the surrounding air. The maximum turbine output pressure is dependent on the ambient pressure. The turbine module was then sent for further investigation. Visual inspection of the returned turbine module revealed no abnormalities. A successful pre-use check (puc) was then performed without any issues. A 72-hour ventilation was successfully completed without any alarms or faults. Several puc's were performed after the ventilation without any problems. Our conclusion is that the device failed to meet its specifications during the reported event. Since the reported issue could not be reproduced at the manufacturer site, it was not possible to confirm any part failure, and thus a definite root cause cannot be established.

Event description:
Manufactures reference ID: (B)(4).